Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the device would not seat on the tibial plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned product found that the dovetail used for the connection to the tibial component flared out on one side while being partially compressed on the opposite side. Dimensional inspection found the device conforming. The device history record was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface component. Visual examination identified that the dovetail feature was compressed down on one side indicating that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the mating problem encountered is related to surgical technique.